Event description:
Customer reported that there were spo2 finger probes continue to provide an output even when not on the pt. There's no pt dead or injured.

Manufacturer narrative:
Mindray has conducted a on-site investigation and removed the spo2 sensors which customer complained. The spo2 sensors will be sent back to headquarter for analysis.